Manufacturer narrative:
Siemens investigated an internal complaint for the advia chemistry xpt instrument that found a "02 480 6241 reagent 2 mixer reciprocating (mix-2): back and forth movement error. Mix2 did not move back and forth for the specified number of times in a reaction cuvette containing reagent 2" was not generated when exercising the reciprocating reagent mixer 2 (rmix2) using the manual operation software feature. The expected error message is generated when the instrument is in routine use for testing samples. An urgent medical device correction (umdc) chsw21-01.a.us was sent to us customers and an urgent field safety notice (ufsn) chsw21-01.a.ous was sent to outside the us (ous) customers in (B)(6) 2021. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems. The umdc and ufsn delineate that software v1.6 or higher will be released soon to resolve these behaviors. To date, there are no allegations of injury due to this behavior.

Event description:
Siemens investigated an internal complaint for the advia chemistry xpt instrument that found a "02 480 6241 reagent 2 mixer reciprocating (mix-2): back and forth movement error. Mix2 did not move back and forth for the specified number of times in a reaction cuvette containing reagent 2" was not generated when exercising the reciprocating reagent mixer 2 (rmix2) using the manual operation software feature. The manual operation feature is used for diagnostic and troubleshooting purposes. There are no reports of patient intervention or adverse health consequences due to the reciprocating mixer behavior.